Event description:
It was reported that during a surgery, the anchor broke off into the patient. All pieces were removed from patient. A backup device was available, no patient injuries nor delay was reported.

Manufacturer narrative:
One 2.3 osteoraptor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken at its proximal end on one side of the anchor. The inserter distal tip that interfaces with the anchor is bent. The condition of the device indicates axial alignment was not maintained during insertion of the anchor.